Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified that the hemostatic valve was dislodged and broken. Initially, it was reported that the dilator had a lot of trouble being advanced into the vizigo sheath. The dilator was able to get all the way through, but it still felt too tight. When the sheath was replaced, the issue resolved. No adverse patient consequence was reported. The resistance with sheath was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 09-nov-2024, the hemostatic valve was observed dislodged and a fracture was observed on the hemostatic valve. This was assessed as MDR reportable with an awareness date of 09-nov-2024.

Manufacturer narrative:
The product was returned to johnson & johnson medtech for evaluation. Visual inspection and functional test were performed following johnson & johnson medtech procedures. Visual analysis revealed the hemostatic valve dislodged and broken. The vessel dilator was observed bent. No additional anomalies were observed. The brim cap was dissected and the hemostatic valve was removed for further analysis. Microscopical inspection of the hemostatic valve revealed a fracture. During the functional test, light resistance was noted, no obstructions were detected. A device history record evaluation was performed for the finished device number 00002524, and no internal actions related to the complaint were found during the review. The complaint was confirmed, with the dislodged hemostatic valve and bent dilator potentially linked to the resistance reported by the customer. The likely cause of the bent vessel dilator and damaged valve could be device manipulation during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not attempt to insert a catheter having a distal tip or body size larger than 8.5f as indicated on that product label. Doing so may compromise the structural integrity of the sheath, or the device being used, and/or lead to the failure of the sheath or device being used. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).